Manufacturer narrative:
(B)(4) similar cases have been reported under mdrs # 2015-00013; 2015-00015; 2015-00019; 2015-00111; 2015-00133; 2015-00182; 2015-00192 on (B)(6) 2015 the (B)(4) analyzed the retrieved item with the following comment: (B)(4) prongs were broken at the base in the same way as the previous events because of most likely misalignment with the screw axis. A new project was opened to address this potential misuse. Surgical technique was reviewed. New instruments are in production.

Event description:
The tips of screw driver broke during usage intraoperatively. All broken parts could be removed and are kept for returning, no patient and/or user harm, surgery was completed successfully anyway.

Manufacturer narrative:
On 20 nov 2015 it was prepared a final report with the information already submitted in the initial report. On 23 nov 2015 it was sent to the initial reporter and the case was closed.